Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the customer called an intuitive surgical inc. (Isi) technical support engineer (tse) to report that the prograsp forceps instrument's head separated from the shaft and the wrist was fully articulated preventing it from being removed from the cannula. Tse confirmed that they had visualization of the instrument. The customer noted that they had no other instruments in at the time as they were removing a sample. Once the customer was ready, the tse had the surgeon press the emergency stop button on the surgeon side console (ssc) and the use the instrument release key (irk) to pry the instrument free from the carriage. The surgeon then proceeded to undock the cannula and remove the instrument and cannula together from the patient. There was no harm was noted to the patient. The surgeon then had the customer insert instruments to search for any missing pieces. The customer stated that one small piece of black plastic, 5mm x 2mm, was found and removed. No other pieces were observed. Tse provided the customer with an email to send pictures as soon as possible. The customer stated that the nurse manager would do that after the case. Tse asked the customer to return the instrument with the cannula, if possible, for further analysis. The customer continued with the procedure. Tse gathered case information and the call ended. The surgeon called back and stated that they had found a couple more small 1mm pieces of plastic. The surgeon stated that she will continue and the call ended. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the fragments were retrieved laparoscopically, with graspers, and then irrigation/suction of the pelvis. The surgeon was asked if all the fragments were retrieved successfully, however the surgeon stated that there is "no way to know, shards too tiny." A noncontrast CT of the abdomen pelvis was performed the day after surgery. The surgeon believes the issue was caused by the instruments hitting at just the right angle, but not believe there was enough force to dislodge the instrument tip. The instrument was inspected prior to use with no issues noted and had been in use for about three to four hours during the procedure. The surgeon noticed the broken instrument at the time of specimen retrieval/ placing fibroids into an endocatch bag. There were no issues with the instrument function until after the issue arose. The instruments were reported to have clashed briefly at times while the surgeon was sewing close to the field of vision. The instrument was removed with the cannula due to the tip being stuck at an angle. There was no issue noted with cannula. The procedure was completed with no report of patient injury. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.

Manufacturer narrative:
The prograsp forceps instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed the customer's reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The instrument was found to have the main tube broken at the distal end causing the proximal clevis to become dislodged. A broken piece measuring approximately 0.094¿ x 0.321¿ was not returned with the instrument. The cannula and cannula seal accessories were returned attached to the instrument and were not able to be removed through the distal end due to the broken main tube. The root cause of broken instrument main tube is typically attributed to misuse. An additional observation related to the customer reported complaint was that the instrument was found to have various scratch marks removed on the main tube. The scratch marks were 0.078¿ - 0.190¿ in length and were not aligned with the tube axis. The root cause of scratch marks /abrasions instrument main tube is typically attributed to misuse. A review of the images provided to the customer was performed by advanced failure analysis. The following additional information was provided: "this looks like the wrist was dislodged from its normal position on the main tube. It is unclear from the photos if the fragments originated from the instrument. The instrument and unknown fragments would need to be returned to get a better idea." A review of the device logs for the prograsp forceps (part# 471093-11 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the prograsp forceps was last used on (B)(6) 2022 via system serial# (B)(4). This complaint is being reported based on the following conclusion: it was alleged that the prograsp forceps instrument broke and a fragment fell inside the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure with no patient injury. At this time, it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.